Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarm during basic test due to loose protruded drive support disk. No a3 alarm noted. Unable to perform occlusion, prime, excessive no delivery test due to a33 alarm. The insulin pump passed self-test, displacement test and all operating currents were normal. The insulin pump was had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, stained address serial number label and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and cannot be cleared as it appears to be in a alarm loop. The customer's blood glucose reading was 207 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.